Manufacturer narrative:
On (B)(6) 2016 a medtronic representative visited the site and found that the image acquisition system (ias) computer would not boot and no motion was enabled. The rep replaced the ias computer and tested the system. System passed all testing and was fully functional after part replacement.

Event description:
A site biomed representative reported that, when attempting to boot the system, it would not boot past "system booting please wait." He attempted a re-boot several times without success. They discontinued use of the o-arm for the spinal fusion case and imaged the patient post-op.

Manufacturer narrative:
Investigation of returned suspect image acquisition system (ias) computer was unable to confirm reported problem. Performed bench test time/date (cmos) check, os and o-arm application load were successful. Virus scan was successful. Installed o-arm computer intest imaging system and the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under test. No problem found. The reported event could not be duplicated by medtronic personnel.